Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose was approximately 400 mg/dl. Reportedly, the air bubbles were successfully primed out and the occlusion alarm was cleared to resolve the issue. Insulin delivery was successfully resumed.